Event description:
On (B)(6) 2011, abbott point of care was contacted by an abbott support specialist in sweden who reported that, on (B)(6) 2011, a customer returned an I-stat 1 analyzer because it would not activate. The support specialist discovered that the specialist became hot while inside of the analyzer. Based on the info available at the time, there were no injuries associated with the event.

Manufacturer narrative:
(B)(4).